Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device case was cracked. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. One sample was returned for evaluation. Visual inspection confirmed the cracked tank cover and leaking enclosure. The root cause was the wear and tear from use of drain tube. No action taken due to the age and condition of the device. The product's service records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6).